Event description:
The patient reported that she experienced blood glucose (bg) levels of 400-440mg/dl with signs of shakiness, weakness and confusion. She stated that she treated with 5 units of insulin via syringe. She reported that she suspended the pump after receiving an empty cartridge alarm. The patient unsuccessfully attempted to restart the pump and contacted customer support (cs) for assistance. Cs instructed the patient to complete required ezprime steps. Cs reported that the patient had difficulty following instructions and completing prime steps. This complaint is being reported because the patient experienced a serious bg excursion after failing to correctly refill and reload a cartridge.

Manufacturer narrative:
The patient continues to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.